Event description:
User received false negative leukocyte results on 4 samples since 2009. Only two of the samples from the next day, were considered discrepant. Sample 1: leukocyte result on the urisys 2400 was negative, microscopic showed 51-99 wbc per hpf, criterion resulted leukocyte = 500 per ul. Sample 2: leukocyte result on the urisys 2400 was negative, microscopic showed 11-25 wbc per hpf, criterion resulted leukocyte = 25 per ul. No erroneous results were reported.

Manufacturer narrative:
The field service representative determined the system was out of calibration and adjusted the voltage during calibration. He performed a precision check and pt comparison to verify the analyzer performance.